Event description:
The customer reported the observation of non-reproducible patient results when using immulite 2000 troponin I lot 330. It is unknown if results were reported to the physician(s) and it unknown which results are considered correct. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
An outside the untied states customer contacted the siemens regional support center regarding the observation of non-reproducible patient results when using immulite 2000 troponin I kit lot 330 on an immulite 2000 xpi instrument. According to the customer, quality control was within acceptable ranges on the date of testing. Siemens is investigating. Note: the immulite 2000 troponin I reagent is marketed in the united states (us) under siemens material number 10642239. The 510(k) number documented in section g4 is for the us product.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2025-00138 on 08-jul-2025. Additional information 05-sep-2025. Siemens evaluated this issue and provided the following conclusion: siemens healthineers evaluated the observation of non-reproducible patient results when using troponin I lot: 330 on an immulite 2000 xpi analyzer. The information submitted by the customer showed an adjustment that although was in range, exhibited a slightly elevated slope and decreased counts per second (cps) for the high adjustor. Quality control tested on the date of the event showed acceptable level 3 results, yet not all points for level 2 were within the laboratory's acceptable range. A water test was performed and results were within the normal range but nearing the high limit. Based on the qc results, decreased cps values and water test results, a decontamination of the system and a repeat water test were requested. In addition, siemens recommended the customer follow the sample handling validation protocol in the laboratory as preanalytical factors could not be ruled out. These actions were not completed as the customer chose to move testing to an alternate platform. The immulite 2000 xpi analyzer is no longer in use at the customer site. Immulite 2000 troponin I lot: 330 is performing as intended. A product performance issue has not been identified. No further investigation of the device is possible. In section h6, the investigation findings and investigation conclusion codes were updated.